Manufacturer narrative:
Retainer ring: black. Customer reports: reporting screen frozen stuck in medtronic logo, buttons not responding and was exposed to water. Rfr: exposed to moisture, frozen screen and keypad unresponsive/button error alarm. Several attempts were made to download unit to thus and was not recognize by program. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads, minor scratched display window, case, keypad overlay and stained serial number label. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. Device power up properly after battery installation. Device received with high stop current at 49.7ma. Unit passed self-test and displacement test. No frozen screen or button keypad anomalies were noted during testing. Device was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting at pcba1, pcba2, motor and force sensor flex and keypad connector traces. In summary, customer allegation of frozen screen or button keypad anomalies were not confirmed. However, during testing unable to download and high stop current were confirm due to corroded electronic assemblies. In addition corrosion at electronic assembly could have trigger a frozen screen or no button response anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed frozen screen and the insulin pump was exposed to moisture. The buttons were not responding. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.